Event description:
Procedure type: vats. According to the reporter: the surgeon fired the powered stapler-60mm purple reload. The surgeon commented that the stapler sounded different and only stapled and cut about 60%. The reminders of the staples were not deployed. Another reload was used and only stapled a few mm before it would not advance any further. Another powered handle was opened and the case was completed. Without any further issues. No injury to the patient. The reloads were not saved. No information regarding the stapler lights was provided. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).